Event description:
Customer reported a temp sensor error during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the temp sensor, gib pcb, and high voltage cable. System operates as intended. Ge healthcare complaint number.